Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced peritonitis manifest by cloudy pd effluent. Treatment was not reported. The patient was recovering from the event of peritonitis. Per the reporter, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11l01068, h12a02067 and h11j24064 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.